Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) had disconnected at the end of therapy, but did not close her transfer set or cap off the line right away. The hp reportedly lost a large amount of her last fill. The caregiver stated that the peritoneal dialysis nurse was aware. No patient injury or medical intervention was indicated at the time of the initial report. No further information was reported on this.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is that the patient did not properly close and/or place a minicap on the transfer set at the end of therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr as the product information is unknown at this time.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2-1.5% ultrabag therapy and dianeal pd2-2.5% ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis which did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin 1gm, loading dose, ip; tobramycin 40mg, loading dose, ip; and tazomec 2.5gm, twice daily, continuing, intravenously. At the time of this report, the antibiotic therapy and dianeal pd2 were ongoing. The cause of the peritonitis was reported as unknown. The outcome of the peritonitis was reported as resolving. The nurse reported the event of peritonitis was not related to the dianeal pd2 therapy.